Event description:
End user stated that her 9xt wheelchair was assembled incorrectly, the back was on backwards, curving into her back. User reached for an item, fell out of her chair and injured her leg at the amputation. No malfunction of product, this was an assembly error. MDR being filed based on the injury.